Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose (bg) was high (specific value was note provided). Customer gave a manual injection to address bg level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.